Event description:
The system displayed an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.